Event description:
Medtronic received info through the annals of thoracic surgery 2009,87:927-8 article that this apical connector and bioprosthetic valve (freestyle full root) thrombosed following an apicoaortic conduit placement. The pt's co-morbidities prevented invasive intervention. Following surgery, the pt progressed to multi-system organ failure and expired. The article reported that thrombosis is a novel complication that in this case, likely resulted from a preponderance of cardiac output through the apicoaortic conduit with stagnation of native antegrade blood flow.

Manufacturer narrative:
Evaluation: device history could not be reviewed without serial # of device. Results: no product returned for analysis. Conclusion: cause of event cannot be determined. Analysis: without product return, a thorough investigation could not be completed and the underlying root cause could not be determined. Conclusion: without return of the product for analysis, no definitive conclusion can be drawn regarding the performance. However, a review of complaints has noted no similara issues being reported. Medtronic will continue to monitor field performance to detect similar events, should they occur.